Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a bent sensor upon insertion in the arm on the first day of use and subsequently experienced low blood glucose of bg 96 mg/dl, which was treated by eating something on (B)(6) 2026.